Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased pacing threshold measurements in the lv tip to rv vector. High out of range pacing impedance measurements were also noted. Different pacing vectors were tested, however diaphragmatic stimulation was noted and high threshold measurements. In lv tip to can threshold measurements were acceptable and diaphragmatic stimulation was not noted, however impedance measurements were still out of range. Boston scientific technical services (ts) recommended a chest x-ray. No adverse patient effects were reported.